Manufacturer narrative:
(B)(4). The complaint file was reviewed for closure. The customer's reported condition of a colleague infusion pump with failure code 812:02 was confirmed but not reproduced. The cause of the reported condition was determined to be a defective shuttle motor. The pump head module was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced fail code 812:01; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. Upon review of the pump's event history, it was found failure code 812:01 interrupted delivery. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 6.13.92.